Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report. Device remains implanted.

Event description:
It was reported that during a procedure, the head of the bone screw fell off. The body of the bone screw remained in the skull and was not removed.

Manufacturer narrative:
Because the broken off screw fragment has not been returned, the reported event cannot be confirmed. A review of the risk management file, revealed the following further, possible root causes: incorrectly selected implants. Incorrectly selected/ assembled implant/ instrument. Insufficient/too high bone quality. Wrong/ missing information. Reuse of single-use devices. Implant/instrument mix-up. Wrong/ missing functionality check. Improper implant placement (e.g. Arch bar, screw...). Too much/ wrong forces between blade, screw and bone (e.g. Screw head deformation, screw breakage). Power tool usage for screw insertion (not qdm). Too much/ wrong compression/ torsional/ axial forces. Wrong rotational speed, unintended loads. Bone quality resulting in high torque. Improper blade disengaging. Collision with other implant or instrument. Predrilled hole not deep enough (e.g. Wrong choice of instrument/implant, system mixup, poorly assembled/used instrument). Based on the statistical evaluation there is no indication for any systematic design, material or manufacturing related issue. The complaint is added to the complaint trend.

Event description:
It was reported that during a procedure the head of the bone screw fell off. The body of the bone screw remained in the skull and was not removed.

Manufacturer narrative:
Correction: has been updated to accurately reflect the event - this was not a serious injury as there were no adverse consequences to the patient and is considered a product problem/malfunction.

Event description:
It was reported that during a procedure the head of the bone screw fell off. The body of the bone screw remained in the skull and was not removed.